Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer thought the pump basal iq feature did not suspend insulin therapy. Customer could not recall if blood glucose was impacted. Pump data was reviewed by tandem technical support and basal iq was found to be functioning properly.